Manufacturer narrative:
System updates pending. Results: known inherent risk of procedure. The esheath was discarded and not returned to edwards lifesciences for evaluation. Without the device return, visual inspection, functional testing and dimensional analysis were unable to be performed. A review of device photographs revealed a split sheath distal tip. A review of the DHR, complaint history and lot history did not reveal any indications that a manufacturing non-conformance contributed to this event. No deficiencies with the IFU or training manual were identified. During the manufacturing process, the esheath undergoes multiple 100% manufacturing and quality inspections. These inspections make it unlikely that a manufacturing non-conformance contributed to the reported event. In this case, the complaint of the sheath shaft liner torn was unable to be confirmed based on the review of the device photographs. The complaints of the insertion difficulty in patient and sheath distal tip split were confirmed based on the event description and the device photograph review. A definite root cause for the reported event was not able to be confirmed; however, there was no indication that a manufacturing non-conformance could have contributed to the event. Procedural factors (manipulation of the device), in addition to patient factors (severe vessel calcification, severe vessel tortuosity) likely contributed to the event. No labeling or IFU/training inadequacies have been identified and review of complaint history did not reveal that the occurrence rate exceeded the control limits for the trend categories for the month of december 2016. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), during a transfemoral tavr procedure, following the puncture of the right femoral artery access site, insertion difficulties with the 16fr. Esheath and introducer were encountered. The sheath and introducer could not be advanced into the patient. The sheath was withdrawn from the patient without injury. Upon withdrawal of the esheath, the proximal portion was ¿open and wrinkly¿. A new 16fr esheath was prepared. In order to introduce the new esheath, two lunderquist guidewires were used to manipulate the vessel. By doing this manipulation, the new sheath was advanced with success. The rest of the procedure was completed without complications. The access vessel minimum luminal diameter (mld) measured 8mm. Severe vessel calcification and severe vessel tortuosity were reported.